Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they always had trouble connecting to their implant and that they had gone to get an MRI of their hip on (B)(6) 2026 and the clinic wouldn't help them and the patient was unable to connect to their settings to activate MRI mode. The patient said they ended up having to reschedule the MRI for tuesday ((B)(6) 2026) patient services walked the patient through pairing the handset and communicator and they immediately paired and they were able to connect to see their settings. The therapy was on. The patient was able to activate MRI mode. Patient services reviewed MRI mode and deactivating and the patient wanted to walk through deactivating the MRI mode once their scan was done, so patient services walked the patient through ending their session and starting back over with pairing external devices and beginning to connect to the ins again however the patient kept getting 'device not responding' over and over. The patient said it was really frustrating and they had such a difficult time connec ting to the implant. The patient said they had a bump they always felt for but it felt like it was getting smaller and smaller. They said they could feel it still with the tips of their fingers but the bump had been "bigger before." The patient said they thought they felt the implant and didn't understand how easier it had been before but now it was difficult. Patient services asked the patient to reposition the communicator and they were ultimately able to communicate with the device and connect to go back in and deactivate their MRI mode and turn their therapy back on again. The patient said they didn't know what they had done to finally connect and said they hadn't moved the communicator at all. The patient said they realized now it was a matter of finding the right position for the communicator and said they felt the implant was working but they felt it needed to be tweaked right now but they had too many other things going on with their health at the moment they weren't as focused on the urine. The patient said the therapy worked the y just needed an adjustment when they had a moment to do that. Patient services redirected the patient to follow up with their managing healthcare provider to work in person with the doctor to find a better way to connect to their settings so connecting wasn't such a struggle for them like it was sometimes like now. The patient said they no longer saw their implanting hcp and said they worked with an individual who helped them make adjustments. The patient said they would call them and they would call the patient back to help them find a setting even if it was 2 days later. The patient declined physician listings being sent.